Event description:
Four pt samples that initially gave hcg results of 400 miu/ml, 1400 miu/ml, 300 miu/ml and 394 miu/ml; repeated giving results below the measuring range. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.